Event description:
On (B)(6) 2025 a patient underwent a valvuloplasty procedure using the true dilatation catheter. During procedure, it was reported that the inflation was good but after deflation it was allegedly hard to pull back the device. It was further reported that the device was stuck in the introducer and stretched. Reportedly, physician needed to remove everything, balloon, introducer losing the access. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Four photos were provided and reviewed. The first photo shows the balloon loaded onto unknown sheath. The balloon was seen protruding from the distal end of the sheath. Bunching was noted on the balloon. Blood residues were seen throughout. The second photo shows the health care professional holding unknown brand sheath and blood residues were seen on the sheath. Stretching and deformation were noted on the sheath near proximal end. The third photo shows the balloon loaded onto the sheath. Bunching part in the true balloon stuck in the sheath. Blood residues were noted throughout. The fourth photo shows the healthcare professional holding the unknown brand sheath. Deformation and stretching were noted on the sheath near to the proximal end. Balloon was loaded onto the sheath. The balloon was seen protruding from the distal end of the sheath. Bunching part in the balloon stuck in the distal end of the sheath. No other anomalies were noted. Therefore, the investigation is confirmed for the reported sheath removal difficulty and identified material deformation as bunching was noted to the balloon, which could have caused difficulty in removing through the sheath. A definitive root cause for the reported sheath removal difficulty and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a valvuloplasty procedure using the true dilatation catheter. During procedure, it was reported that the inflation was good but after deflation it was allegedly hard to pull back the device. It was further reported that the device was stuck in the introducer and stretched. Reportedly, physician needed to remove everything, balloon, introducer losing the access. There was no reported patient injury.